Event description:
It was reported that intermittent occlusion alarms occurred. Which caused the customer¿s blood glucose level to exceed normal limits, displaying as "high" on the continuous glucose monitor. The customer managed the high blood glucose levels with correction injections via multiple daily injections (mdi) and resumed insulin delivery to address occlusion issues. The customer did not require third-party assistance and was advised to implement site rotation and explore new infusion areas to reduce the frequency of future occlusion alarms.